Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) which led to inappropriate therapy and anti-tachycardia pacing. The patient was dehydrated. The device is still in use. No further patient complications have been reported as a result of this event.